Event description:
It was reported that the emergency medical services was called on (B)(6) 2015 due to the customer's blood glucose levels. It was also reported that the customer went into a coma. The customer had blood glucose levels of 30mg/dl, 31mg/dl, 36mg/dl. It was also reported that the customer had blood glucose levels over 500mg/dl. The customer was treated intravenously. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.